Event description:
It was reported that during a coronary interventional procedure, a guide wire tip fracture occurred and remained inside the pt. Upon completion of an unspecified coronary intervention of the left anterior descending (lad) and circumflex arteries, no flow was noted to the distal obtuse marginal (om). This was a change from an earlier angiogram. The luge 182cm guide wire was inserted and advanced to the distal om. An unspecified balloon was advanced, but was unable to pass the origin of the circumflex artery. The balloon was removed and an attempt was made to reposition the guide wire. When attempting to pull the wire back, resistance was met. The physician continued to attempt removal of the wire and the wire fractured, and the tip of the wire remained in the om. The rest of the wire was removed from the body. An attempt was made to remove the wire tip with an inflated coronary balloon, but was unsuccessful. The wire tip was then stented with 2 unspecified coronary stents. The pt's condition is reported as "ok."

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.